Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9064618. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-05. Medical device lot #: 9064619. Medical device expiration date: 2024-02-29. Device manufacture date: 2019-03-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra fine¿ pen needle was found bent/twisted before use, with the outer cover crushed and inner shield damaged. Lot #'s 9064618 and 9064619 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "patient end bent/twisted same outer covers crushed. Not all in the 3 boxes like this but out of these 3 boxes found 120 total." Outer covers crushed but no mention of damage to inner shield.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformance's were raised in association with these packaged lots concluding all inspections were performed per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failures as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needle was found bent/twisted before use, with the outer cover crushed and inner shield damaged. Lot #'s 9064618 and 9064619 were reported to have been involved in this event, but it is unknown how many occurrences happened within each lot. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "patient end bent/twisted same outer covers crushed. Not all in the 3 boxes like this but out of these 3 boxes found 120 total." Outer covers crushed but no mention of damage to inner shield.